Event description:
The patient had two previously reported cases of meningitis. Surgery has been scheduled to explant the patient's cii device. No device related problems were reported.

Event description:
In 2005, the surgeon performed bilateral tympanostomies. Three weeks later, the pt was seen by the surgeon. It was decided to explant the pt's device due to two previously reported cases of meningitis. No advice related problems were reported. The pt's cii device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.